Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. Patient had a spasm in their stomach which they had before the procedure but did not have any until yesterday since the procedure. They also mentioned discomfort in their sleeping because of the wires. They had lupus. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.